Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. When the patient was in the emergency room he went into cardiac arrest. It was thought that the inappropriate shocks put the patient into ventricular fibrillation and the s-ICD did not convert the arrhythmia. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.